Manufacturer narrative:
(B)(4). Physio-control provide the customer with technical assistance. The customer determined that cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. The customer replaced the 3rd party usb data cable from their existing inventory. After observing proper device operation through functional and performance testing, the device was put back into service. The device was not returned to physio-control for an evaluation. The removed 3rd party usb data cable was disposed of by the customer and not available for further examination. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered itself off when the device was moved. This issue was observed during a routine device check. There was no patient use associated with the reported event.